Event description:
It was reported that this right atrial (ra) lead exhibited odd sensing and pacing. Technical services (ts) discussed likely dislodged lead. Field representative to discuss with physician. This ra lead remains in service. No adverse patient effects were reported.